Manufacturer narrative:
Approximate age of device ¿ 2 years and 1 month. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to the emergency department with complaints of blood from the rectum. The patient was transferred to the implanting center for treatment of gastrointestinal bleeding. The patient was admitted to the hospital, was transfused 2 units of blood, and underwent a colonoscopy. The patient's inr was 2.1 and the patient was administered lovenox. After an unspecified period of time, lovenox was discontinued and coumadin was held until discharge when the patient's bleeding resolved. No further information was provided.